Manufacturer narrative:
Date of event: as reported, the date of event is either (B)(6) 2018. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter used in a drainage procedure leaked at the hub. This defect was found upon insertion, despite it being tested before use. The drainage catheter was replaced with a like device to complete the scheduled procedure successfully. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: device available for evaluation: no. Corrected data: initial reporter occupation: purchasing coordinator (available at time of initial report). Investigation - evaluation. A review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed using the technical summary. The device manufacturing record showed no notable gaps in production or processing controls. A review of the device history record and complaint lot search could not be performed, as the lot number is unknown. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.